Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported motor error alarms and a battery compartment that was very hot. Advised that the insulin pump would be replaced. The customer then called to report that she was hospitalized for high blood glucose levels after she had called to report the issues with the insulin pump. Nothing further was reported.